Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances showed out of range contacts. Impedance testing was performed at 3.0 volts and only contacts #4 and #5 on the 0-7 lead tails were not showing greater than 40,000 ohms. With the 8-15 contacts they weren¿t above 40,000 ohms but were very high values in the 20,000 ohms area. The rep. Was able to reprogram around the out of range values and reprogramming now covered the legs and not the back. The rep. Was able to elicit stimulation on the 8-15 side, but had to crank the amplitude up very high. This event started a ¿couple weeks¿ ago. There were no falls or anything reported. Prior to reprogramming the patient was experiencing a stinging in her back. The patient was scheduled for a neurosurgeon consult in one month. It was later reported that the patient had a fall a few months prior to the report. The cause of the stinging was not determined. It was unknown if any of the leads were fractured. After reprogramming the patient was going to see if it was going to work without getting back coverage and only receiving leg coverage. It was unknown how the patient was doing or if they were receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.